Event description:
Complaint description: a hosp risk mgr specialist reported that the end of a disposable loop electrode broke off during a hysterectomy procedure. Since the break was noticed towards the end of the procedure, a second device was not required to complete the procedure. In an attempt to find the missing piece, operating room staff checked the drainage bag and uterus and ordered a pelvic x-ray. The piece was never found and there was no adverse outcome related to the occurrence.